Event description:
It was reported that the right ventricular lead exhibited undersensing. R-waves measured about 0.8 mv to 0.9 mv. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.